Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer states that they need a replacement door seal which is coming detached from the door assembly.